Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, while surgical stapling, the device did not fire and the surgeon was not able to squeeze the handle. The stapler and load caught during surgery. The load closed on the organ, but did not proceed to perform the stapling and cutting. The physician opened another stapler to complete the case. There was no patient injury.